Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. Imaging was provided and reviewed and revealed that the distal tip is torn radially and axially, there is hdpe stretching noted along the tear, and the liner appears fully expanded as designed. The complaint for sheath distal tip torn was confirmed per evaluation of the provided device imagery. Available information suggests that variability in tip expansion likely contributed to the event based on the nature of the distal tip tear. Additionally patient factors (tortuosity, calcification) cannot be ruled out as contributing factors as 3mensio imagery was not provided to confirm the reported "mild" calcification and tortuosity. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position. During the procedure, there was damage noted on the distal tip of the esheath. The valve was successfully implanted and there were no other procedural complications. As per follow-up with the fcs, there was no resistance encountered during esheath insertion or removal, and no torque was applied to the esheath. However, resistance was noted when the delivery system exited the esheath tip. While there were no difficulties during withdrawal of the delivery system, damage to the distal tip was observed, though the exact point of occurrence is unknown - it is suspected to have happened during valve advancement through the esheath tip. No patient injury occurred, and the patient remained in stable condition throughout. The perceived root cause of the distal tip damage remains unknown.